Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was overheating and it running out of power weekly. Customer stated that that there was cracked at the back of insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device was monitored and no heating up noted. The adapt tool confirmed the unloaded voltage and loaded voltage was within specification range. No power loss alarm noted during testing. The electronic assemblies and motor assemblies were inspected and no anomalies noted. Device received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and serial number label missing. The p-cap does lock properly. (B)(4).